Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump would not ¿deliver insulin properly.¿ there was no additional information available for this complaint. An attempt was made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the meter was not returned with the pump. During investigation, the pump history was reviewed and showed that the last basal delivery and the last bolus were delivered on 12/02/2013. The basal and boluses add up appropriately to the total daily dose, showing that the pump was delivering accurately until the last date used. No alarms related to the complaint were noted in the alarm history; only typical usage observed. The pump successfully completed a delivery accuracy test with no alarms occurring during testing. The pump found to be operating within required specifications and delivering accurately. The issue of inaccurate delivery was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.